Event description:
It was reported that a malfunction alarm occurred. There was no adverse effect to customer's blood glucose level. Multiple follow up attempts were performed by tandem technical support; however, customer did not respond.